Event description:
It was reported that a spectrum iq pump had intermittent upstream occlusion issues and the unit would not always alarm. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. Upstream occlusion testing was performed with no issues noted. The ultrasonic sensor readings were within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.